Event description:
During endograft repair of an abdominal aortic aneurysm (aaa) using the endologix afx endovascular device and after deployment of the left iliac limb extension. We were trying to retrieve the nose cone of the deployment device, we realized there was resistance to retrieval and there was a giving during the procedure. Then we saw on fluoroscopy that the nose cone had fractured from the deployment device. The nose cone was retrieved endovascularly using a snare with some difficulty.